Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided problem description and service report. Device's log files were not attached to this investigation. No service was required. Customer cleaned the expiratory cassette. Afterwards the ventilator started working properly. H3 other text : 4117.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. No more information was available. There was no patient involvement. Manufacturer's ref. #: (B)(4).